Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the balloon at the end of the catheter was broken, so md could not use it on the patient". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of balloon leak/rupture in use is confirmed. Sample was returned for investigation. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. The catheter balloon was found ruptured/torn upon receipt of the sample. The symmetry of the balloon could not be measured due to the returned state of the device. The balloon could not be functionally tested due to the returned state of the device. The balloon damage was previously confirmed near the distal tip of the catheter. The cause of the ruptured/torn balloon cannot be determined. The cause of the ruptured/torn balloon could not be confidently determined. The injection lumen was successfully aspirated and flushed. Some blood exited. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the injection extension luer. No resistance was noted; the guidewire was able to advance through the injection lumen. Some blood was noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured/torn balloon. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the balloon at the end of the catheter was broken, so md could not use it on the patient". No patient injury or harm reported. Patient condition reported as "fine".